Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. It was the legal manufacturer's determination that, based on the investigation results of similar reported complaints and the device evaluation, the likely cause of the camera head connection error (e224), was due to a break in the cable, likely caused by user handling.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed. The error e224 was displayed. The cause was assigned to a faulty cable unit.

Event description:
A user facility reported to olympus that they lost function of the imaging system and a camera head connection error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.